Manufacturer narrative:
We know that this reporting has past the 30 day deadline since (B)(6) 2022. This was caused by the assumption that by reportig a recall (see box 9) the MDR was fulfilled. Most important to us was that our customers were notified as soon as possible (6-dec-2022). We were made aware of this non-conformity by FDA inspector (B)(6) during the routine inspection from (B)(6) 2023 - (B)(6) 2023. Form 483 observation 1. Complaint events on (B)(6) 2022 a complaint was received from (B)(6) USA of high duplicate cv during calibration (kit lot m78560). Contact; (B)(6). On (B)(6) 2022 a complaint was received from (B)(6) USA about high duplicate cv during calibration and with a patient sample. (Kit lot m78560) contact: (B)(6) on (B)(6) 2022 two complaints in one email were received from (B)(6), about high duplicate cv during calibration and with patient samples. Contact: (B)(6).

Event description:
Four complaints (2 from us customers and 2 from EU customers) from end users in the period (B)(6) 2022 to (B)(6) 2022 on unusual high duplicate cv led to an internal investigation. The results of the investigation indicated that the problem could be reproduced and was only present in the indicated lot numbers. The incidence and potential patient risk demands for this MDR and also has lead to an fsn/recall sent out to customers at (B)(6) 2022 and (B)(6) 2022. The high cv problem is caused by the accuspheres inside the rtu-plate (3c-ipt-18) with lot number m78493. Pth kits with other rtu-plate lot numbers do not show the problem. Future dx has implemented additional quality control measures to prevent release of new batches with the same issue.